Event description:
It was reported that an 8110 syr/pca was affected by misalign sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information:  device available for eval?, device return to manuf .?, device eval by manufacturer?, if other specify, returned to manufacturer on, imdrf annex a,b,c,d & g grid, manufacturer narrative(DHR statement). Omit: a1601 - a050701 - failure to align (2522), g0405203 - clamp, audible,b21 - type of investigation not yet determined, remedial action # (z-2882-2020). Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that an 8110 syr/pca was affected by misalign sizer recall. There was no reported patient involvement.